Event description:
It was reported that prior to case, ups communication failure: errcode=4. See. Swapped usb cables with siu. Same problem. Acquired another unit to complete cases. System with error was unplugged and left on beeping in corner. It was then plugged in and powered on ups error did not appear. Ups to be replaced.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment. The device was returned and the log files were sent in and reviewed for initial investigation. The reporter observed an ups communication failure. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. The reviewed log files showed that the usb serial device abruptly disconnects from the system upon start up. After the first occurrence, this behavior is seen repeatedly when navio is rebooted immediately after shutdown. However, the ups appears to function fine when the system is left unplugged for 12 minutes and then booted on battery. While the cause for this activity is not obvious, the system logs show that it is potentially due to an errant usb serial port behavior. The returned ups was tested on an in house system. No functional problems were found from the testing.